Manufacturer narrative:
(B)(4). Adjusting knob, lockout slide tip damaged. Additional information received: on which firing did this occur? Did not fire ¿ I stopped the surgeon was the device able to be fully closed? No did the surgeon fire the device? No when the cracking sound was heard, did any pieces fall into the patient? No if yes, were all pieces retrieved? N/a will the device be returned for analysis? If yes, who will the shipper kit be sent to? Yes ¿ sales rep if any pieces fell off the device, will they all be returned? If no, how were they discarded? N/a the analysis results showed that the tlh90 device was received with the hook shroud opened by the seam and with a cartridge loaded on the device. The cartridge was returned fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout slide tip and the adjusting knob damaged. The damage to the lockout slid tip and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a right hemicolectomy procedure, the surgeon felt resistance as he tried to close the device down onto tissue with closing knob. The sales rep was in the room and heard an audible cracking sound. The rep instructed the surgeon to stop advancing the device, pull from surgical field and open a new stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient.